Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture. The loss of capture resulted in greater than 2 seconds of asystole. At this time, reprogramming was performed and the rv lead remains in service. No adverse patient effects were reported.